Event description:
A report was received that patient was having sharp pain at the anchor site when stimulation was on. The device was reprogrammed, however, the issue did not resolve. The patient then underwent a procedure to explant the leads and clik anchors. The physician suspected a lead fracture. The patient was stable post operatively.

Manufacturer narrative:
The returned leads sc-2408-56, sn (B)(4) and sn (B)(4) were analyzed and passed all required tests performed and exhibit normal device characteristics. The returned clik anchor sc-4316, lot 19541302 was analyzed and found a small piece of silicone missing. The physician confirmed the piece of silicone was discarded during the procedure. The returned click anchor sc-4316, lot 19541302 was analyzed and no anomalies were found.

Manufacturer narrative:
Additional suspect medical device components involved: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56. Product family: scs-lead fixation-MRI, upn: (B)(4), model: sc-4319, batch: 19541302. Product family: scs-lead fixation-MRI: upn: (B)(4), model: sc-4319, batch: 19541302.

Event description:
A report was received that patient was having sharp pain at the anchor site when stimulation was on. The device was reprogrammed, however, the issue did not resolve. The patient then underwent a procedure to explant the leads and clik anchors. The physician suspected a lead fracture. The patient was stable post operatively.